Event description:
Information received from the field notes that when a trans- telephonic check reported abnormal operation, the patient was seen for an office visit. The patient was in native rhythm at 75-80 bpm and the device was in ddd mode. When the device was programmed to vvi and the rate was increased to 100 ppm, the device reverted to back-up mode. The device was programmed out of back-up, but reverted when it began to pace.